Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, while attempting to insert the cat6 into the access sheath, the physician did not mention resistance; however, the distal end of the cat6 became crimped. Therefore, the cat6 was removed and the procedure was successfully completed using a new cat6 and the same access sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
PMA/510(k) # was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report.